Event description:
In 2009, the pt reported she sometimes experiences air bubbles in the insulin cartridge of her infusion device when filling it. She stated she doesn't think she gets her insulin when she has air bubbles and has had elevated readings (no value given). The pt stated she had to go and declined any further troubleshooting. On follow up with the pt about two days later, the pt stated she is currently not using her infusion device and declined further troubleshooting. The pt did not require assistance from a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.